Manufacturer narrative:
Other, other text: h3: one cadd solis vip pump was received with fluid ingression by the downstream occlusion (dso) sensor. The event history log was reviewed and there was a "cassette not attached properly" message. A disposable cassette was attached to the pump and the functional test failed. The reported issue was able to be duplicated. The fluid ingression was user induced and the cause of the reported issue. The dso sensor will be replaced to resolve the issue.

Manufacturer narrative:
Additional information was received that the occurrence did not take place with a patient. Event date has also been updated.

Event description:
Information received indicating that a smiths medical cadd solis vip pump gave cassette not attached error. No adverse effects reported.